Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient reported being unsure if the cannula was properly seated. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device correctly generated an alarm indicating the pod reached expiration time after 80 hours of operation. This is a safety feature that does not indicate a device failure. The pod was received with the cannula fully deployed and needle retracted. The soft cannula measured the correct full length according to specification and did not appear bent, kinked, or otherwise damaged. The data from the pod showed no timeouts or drive stalls that would suggest a struggle to deliver insulin. The device ran for 3073 pulses and delivered multiple immediate boluses before being deactivated by the user. Investigation of the needle mechanism found no issues that would result in a needle mechanism failure and no problem was found with the soft cannula. Inspection of the fluid path, needle mechanism components, bottom housing, and environmental seal found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined.